Manufacturer narrative:
(B)(4).

Event description:
It was reported " intermittent signal issues on the ap waveform causing triggering issues". To continue/complete theapy the pump was ran in operator mode with multiple trigger changes. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " intermittent signal issues on the ap waveform causing triggering issues". To continue/complete theapy the pump was ran in operator mode with multiple trigger changes. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). No iabp part was returned to complaint department for investigation. The customer provided photos and a video for evaluation. The photos and video show erratic triggering which is consistent with the reported complaint. According to the field service management database, the pump was checked out by the field service agent and the issue was unable to be duplicated. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "intermittent signal issues on the ap waveform causing triggering issues" is confirmed based on the submitted photos and video. In the photo, there were artifacts on the ap waveforms which resulted in excessive triggering. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the artifacts on the display. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.